Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The consumer reported the implantable neurostimulator (ins) wasn't working for the patient; he didn't like it, didn't want it, hadn't been using it, hadn't been charging it, and wanted to have it removed. The device wasn't helping the patient with their walking and their walking was getting worse. It was further noted the patient fell and broke their hand and had surgery on it, and also fell and broke five ribs. The consumer stated she knew this wasn't for the patient because he had a little of problem with his brain and trouble with electronics which was going on prior to getting their device. It was noted MRI compatibilities were requested but it was reviewed that in order to prove MRI eligibility the ins would need to be charged. The MRI was not related to the patient's device or therapy. At the current time the patient was charging their implant. Relevant medical history includes non-malignant pain. The consumer called back later and stated they were trying to charge so they could put their device in MRI mode but they kept losing their coupling bars, and had been charging for hours. It was noted they were able to achieve five bars the day prior. The antenna locate (al) feature was used. The patient was getting 46 then got up to 50 but was only able to get two bars. The current state of the ins in the pocket was unknown as the consumer didn't understand the question. It was noted the patient had a fall and didn't know if it moved. Following this the patient stated the gray cord was loose. The screw was unscrewed and made sure the cord was secure and plugged in. The dial was rotated on the antenna four times and this did not improve coupling. The patient was instructed to continue charging even if the coupling boxes fluctuated until the ins battery was 1/4 full, and then call back to put the device in MRI mode. Following charging the patient programmer (pp) was used to put the device into MRI mode.